Event description:
The customer reported that upon removing the reservoir from his insulin pump, a piece from either the reservoir or infusion set fell off and he began to see air bubbles. The customer checked the current reservoir and did not see bubbles. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).